Event description:
In 2002, the patient reportedly experienced a sound percept problem. In 2003, the patient was seen at the center. X-ray results were fine according to the surgeon. Programming changes were made and the patient continued to be monitored by the center. 21 days later the patient reportedly experienced the same sound percept problem and deterioration in performance. The next day the decision was made to explant the device. Revision surgery to be scheduled.